Event description:
The reporter indicated that this device was explanted due to a poor connection with the ventricular lead. A new pacer and leads were implanted, and the same was observed. The pt has a low heart rate.